Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern - customer will used the new product but ask to called her on another time. No symptoms or adverse event reported.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 69, 56 and 48 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Customer stated she was not experiencing any symptoms when she obtained the low results. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 70 mg/dl and 85 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/15/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (customer is only concerned with the low results and not the high results): result 1 :69mg/dl date: (B)(6) 2018 time:01:00am fasting, result 2 :56mg/dl date: (B)(6) 2018 time:10:24pm fasting, result 3 :157mg/dl date: (B)(6) 2018 time:03:05pm fasting, result 4 :48mg/dl date: (B)(6) 2018 time:11:47am fasting, result 5 :238mg/dl date: (B)(6) 2018 time:05:29pm fasting.